Event description:
It was reported that the patient passed away. The cause of death was not provided. It was not provided whether this was device or therapy related. No autopsy was performed. The device was not explanted. The device would not be returned. Patient privacy laws would not allow the communication of patient outcome information. Based on a review of available patient's record and a request for patient outcome, there were no device issues at the time of patient death.

Manufacturer narrative:
Section a1-a4: patient information was not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. The IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.